Event description:
This is a report of a leak in a cassette that was observed during prime in performing peritoneal dialysis therapy. The patient was not connected. The patient stated that the cassette was leaking from the bottom. The technical service representative had the patient remove the cassette and instructed them to start over with all new supplies. The patient would start over with all new supplies as instructed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Microscopic inspection identified a crack in the cassette. Clamp function testing and clear passage testing were performed with no issues. Leak testing found a leak from the crack in the cassette. The device was used with a lab homechoice device and the device alarmed as a result of the damaged device. The reported problem was verified. The cause of the leak was determined to be the cracked cassette however the cause of the crack was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.